Event description:
It was reported that when the programmer is left on for an extended period of time, the overheating message comes on. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. After being left on for sixty minutes, the programmer had an overheat message. Error messages were also noted in the history log. The power supply was found to be out of specification. (B)(4).